Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user wearing the ilet experienced hyperglycemia with continuous glucose readings greater than 400 mg/dl for a couple of hours after initial system start, following incorrect meal announcements and a high-carbohydrate dinner; the user observed no infusion set kinking or leakage and did not use backup therapy. Symptoms included no acute clinical effects. Outcomes included no professional medical intervention and no use of additional assistance. Investigation included troubleshooting and user education regarding ilet¿s conservative insulin delivery during early learning. Investigation of this case revealed no confirmed device malfunction and an unclear cause. It was concluded that the event was hyperglycemia with cause unclear and that the device functioned as designed during the learning period. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.